Event description:
Information received from the field does not address the patient's clinical status but notes premature battery depletion. The measured battery data was 1.79v, 24 kohms and the rate was 54.3 ppm.